Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler instrument was not recognized by the system and the jaw would not open. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of loose drive cable to be related to the customer reported complaint. The instrument was found to have a loose drive cable inside of the housing at the proximal end. The drive cable was visually inspected and was not found to be broken. The instrument was found to have multiple reload recognition failures during in-house testing and based on log review. The instrument was placed and driven on an in-house system and failed reload recognition multiple attempts. The system displayed the error, ¿select reload color on console touchpad.¿ the logs indicate that the gui interface was used to manually select the reload color. After manually selecting the reload color through the gui during in-house testing, the system displayed ¿instrument failed initialization.¿ the probable root cause is attributed to a loose drive cable at the proximal end of the instrument. This issue is caused due the design of the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. The accessory was returned for evaluation attached to the stapler instrument, with a complaint that instrument failed to be recognized. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There are no device related failures. The reload was returned unused and unfired. It did not proceed with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload.

Event description:
Refer to h11 for follow-up information.